Event description:
Patient was revised to address tibial pain (right side). The tibial component was found to be loose at the cement/implant interface. Cement manufacturer unknown.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database for the reported tibial device did not show any other reports against the manufacturing lot. The manufacturer of the cement was not known. The investigation could not draw any conclusions about the reported pain or device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.